Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed, the patient presented to the emergency department with abdominal pain and vomiting following a laparoscopic inguinal hernia repair. A urinary catheter was placed, and nasogastric drainage established together with administration of intravenous fluid resuscitation and intravenous antibiotics. Computed tomography of the abdomen and pelvis demonstrated small bowel obstruction with closed loop and transition points along the vascular pedicle, suspicious for an internal hernia, band adhesion or volvulus. Furthermore, there was marked edema of the associated mesentery and compression of the superior mesenteric vein at the site of transition and poorly enhancing small bowel loops indicating ischemia. Based on clinical and radiological findings, emergency laparotomy was recommended. It was seen during the laparotomy that a tack from the previous laparoscopic surgery was the cause of the adhesion. In addition, a meckel¿s diverticulum was also intimately related with the band adhesion. The single band adhesion was divided around the tack and the meckel¿s diverticulum excised. Postoperatively, the patient developed ileus which was successfully managed with a nasogastric tube, intravenous fluids and parenteral nutrition. The patient was discharged home after 12 days.